Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble trapped in the luer lock. Reportedly, the customer changed the infusion set multiple times. Tandem's technical support had the customer prime the tubing. It was noted that small air bubbles moved up the line; however, the customer still saw a large air bubble in the luer lock. The customer's blood glucose (bg) level was over 600 mg/dl. Recommendation was made for the customer to use a backup method of insulin delivery to address elevated bg level. A follow with the customer indicated that the customer changed the infusion set and did not see any air bubbles in the tubing. Also, it was noted that the customer's bg level lowered to 535 mg/dl.